Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
Customer reported receiving an error message on her locked freestyle flash meter. While assisting the customer, it was discovered the unit of measure could be changed. There was no report of death, serious injury or mistreatment associated with this event.